Event description:
It was reported that inadequate high-voltage (hv) output was delivered by the device and was unable to terminate the patient's arrhythmia. External defibrillation was used and was successfully able to terminate the arrhythmia. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.